Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited increased shocking impedance measurements which recently were out of range. A boston scientific technical services consultant discussed the clinical observations with the caller. No adverse patient effects were reported.